Event description:
Treatment of a small partially calcified aneurysm measuring approximately 5.5mm located in the cavernous segment of the left ica (internal carotid artery). The patient presented with chronic headaches since (B)(6) 2013. In addition, the patient has most recently undergone a workup for word-finding difficulty. On (B)(6) 2014, the patient underwent pipeline (3.50mm x 18mm) embolization treatment without issues. The patient was given heparin prior to the procedure. The patient was also on dual anti-platelet therapy prior to and after the procedure. Post procedural angiogram showed excellent positioning of the pipeline and there was no thrombosis or extravasation around the area of the pipeline. There was stasis within the aneurysm. On (B)(6) 2014, the aneurysm ruptured. The patient presented with a blown pupil. CT (computed tomography) scan showed a diffuse subarachnoid hemorrhage. The patient underwent reversal for heparin and a right frontal ventriculostomy placement. A control angiogram was performed to evaluate the pipeline. Multiple runs in multiple views including high magnification views, showed near complete obliteration of the aneurysm with thrombosis at the aneurysm dome. There was minimal filling at the neck of the aneurysm. The aneurysm was heavily thrombosed and well protected. The causality of aneurysm rupture is unknown. The angiogram showed no evidence of active extravasation and showed normal afferent and efferent vasculature. The pipeline was still in excellent position across the neck of the aneurysm. There was normal flow and no intrastent thrombosis. The patient was transferred in very critical condition to the neuro ICU (intensive care unit). On (B)(6) 2014, the patient expired.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).